Event description:
It was reported that there was an issue with a component of an unknown aesculap ag knee implant system. According to the complaint description, there was postoperative mechanical loosening. It was noted that the surgeon easily removed the implant by hand during the revision. Implantation of the device had been on (B)(6) 2023. Revision surgery had been performed on (B)(6) 2025. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: b5 - description updated. B6 - relevant test results. B7 - medical history. D1&2 - material update. D4 - batch and expiry date. D10 - involved components. G4 - 510k.

Event description:
Update: the material code was updated to nx054z - as vega ps tibial plateau cemented t2+. The patient was revised to all non-aesculap ag products on 08sep2025. Associated medwatch reports: nx054z (aesculap ag reference no. (B)(4); 9610612-2025-00246). Nx060z (aesculap ag reference no. (B)(4); 9610612-2026-00037). Involved components: nx031z/ as vega ps femoral comp.cemented f5n r (aesculap ag reference no. (B)(4)). Nx220/ vega ps+ gliding surface t2/2+ 10mm (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the product was not returned to the manufacturer for investigation. The investigation was based upon historical data analysis and event description. Batch history review: the batch number was not provided. Even after meaningful attempts, no further information was received. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/ preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Additional information: a - patient gender. B5 - description updated. B6 - relevant test results. B7 - medical history.

Event description:
Update: additional information was received. The patient had complained of pain and stiffness of the right knee postoperatively. A revision was performed. It was reported that the patient was still out of work and attending physical therapy.